Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Tandem technical support was performing a system check, however, the customer could not complete the check at time of call. Multiple attempts were made to continue the system check but no response was received. Customers blood glucose was 268 mg/dl.